Manufacturer narrative:
Batch review performed on 4 april 2022. Lot 1900404: (B)(4) items manufactured and released on 06-may-2019. Expiration date: 2024-apr-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Additional item involved in the event, batch review performed on 4 april 2022. Gmk-sphere 02.07.1206l tibial tray fixed cemented size 6 l (k090988) lot. 188053. Lot 188053: (B)(4) items manufactured and released on 17-jan-2019. Expiration date: 2024-jan-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Gmk-sphere 02.12.0007l femoral component sphere cemented size 7 l (k121416) lot. 186109. Lot 186109: (B)(4) items manufactured and released on 26-sep-2018. Expiration date: 2023-sep-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 1 month after the primary surgery, the surgeon removed all components and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Permanent hardware implanted on (B)(6) 2022.